Manufacturer narrative:
The castor was not available for inspection or assessment as it has been discarded by the facility. Based on the limited evidence received, this event would appear to be a similar failure mode as olympus complaint reference c17115297. The outcome of olympus complaint reference c17115297 was found to be user misuse and lack of maintenance. The castor became loose and broke due to multiple impact loads. The loose castor was not detected, which suggests inadequate, infrequent, or no maintenance of the fixings as described in the instructions for use.

Event description:
The wm-np2 workstation was moved to another department. The wheel without brake broke off. No one was injured and the devices on the wm-np2 were not damaged. The user could hold the wm-np2 upright. The castor wheel has been replaced and the workstation is back in use.